Event description:
It was reported that right ventricular (rv) lead had inconsistent thresholds, intermittent loss of capture, and was micro dislodged the day of implant. The rv lead was removed and replaced. The replacement rv lead was connected to the implantable pulse generator (ipg), and there was loss of capture. The replacement rv lead was then connected to the analyzer where it showed excellent numbers and consistent capture. The ipg was determined to be the cause of failure, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.